Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check belt messages) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged and the patient was receiving check belt messages.